Event description:
It was reported that the pump delivered two 60 ml antibiotic piggyback solutions much sooner than anticipated, when programmed at 100 ml/hr. The pump appeared to infuse the primary solution running previously without difficulty. No pt injury resulted.